Event description:
The son of a female patient contacted lifecor customer support to report that neither battery pack would start the monitor. Both battery packs showed they were fully charged while on the battery charger. Support sent a patient services rep (psr) to the pt to replace the monitor.

Manufacturer narrative:
Device eval summary - device eval of monitor has been completed. The reported problem was confirmed. The monitor would not power by because there was water inside the monitor that likely came in from the modem connector. The modem connector was heavily corroded. The root cause of the defective components looked to be water damage. The monitor was repaired, retested and restocked. No adverse event occurred due to the defective monitor. The patient received a replacement monitor.